Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right atrial (ra) lead were exhibiting loss of capture. The patient experienced palpitations and pacemaker mediated tachycardia as a result. The physician believed the issue to be due to the ra lead position but nothing had been conclusively determined. Surgical intervention was performed and the ra lead was repositioned. The pacemaker continues to remain implanted and in service. No additional adverse patient effects were reported.